Manufacturer narrative:
Product analysis: the analyzer software displayed a loss of communication message. The analyzer failed functional testing, and was determined to be defective. The analyzer was left unrepaired and replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated product and subsequently tested out of specification. There was no patient involvement.